Event description:
Informant wrote that "4 sets of 82-1720 were found leakage under the same lot number". Note: co has requested add'l info.

Manufacturer narrative:
The devices failed the functional leak test but no patient injury was reported as a result. We regard this failure as an unusual occurrence. Process specifications for this device have been reviewed with operators.